Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz0074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the peel away portion of the introducer was stuck, rendering it ineffective and a separate introducer was opened to complete the procedure.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 5.0 fr x 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged, and the dilator was observed to be curved. A microscopic observation revealed one edge of the tip of the introducer sheath was folded inward and plastically deformed at both corners of the fold. Some wrinkling was observed in the sheath material on the proximal side of the fold in sheath tip. No damage was observed on the dilator tip. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of redz0074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the peel away portion of the introducer was stuck, rendering it ineffective and a separate introducer was opened to complete the procedure.